Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was noted with a single episode of lead noise. The noise appeared as a non-sustained oversensing event. The lead had one other episode a few years back that the clinic associated with a surgery. No changes were made. The patient was stable and would be monitored.